Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. Main tube insulation exhibited visible material damage throughout the entire main tube, the proximal to distal end at different areas. The insulation damage was not axially aligned with the tube. Material was missing. Failure analysis concluded the damage was likely due to improper cleaning. Additional observation not reported was a frayed pitch cable at the instrument's wrist. No damage was found at the clevis. The frayed segments were in various lengths. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. The customer reported complaint does not itself constitute a MDR reportable event; however; main tube insulation damage with material missing and a frayed cable ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, insulation was scrapping off a fenestrated bipolar. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.